Event description:
It was reported that a force sensor failure on startup, damaged top case.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and both front corners of the top case were chipped out. A review of the event history log identified force sensor test error. During the functional testing force sensor test error was found at power up and was unable to calibrate the force sensor. Customer damaged the wire on plunger assembly during disassembly or reassembly of the device. The root cause was caused customer's physical damage to the device. Replaced the plunger cable, top case, and all the plastic of plunger assembly, and performed preventative maintenance and all functional testing.